Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the basic occlusion test, displacement test and 10u bolus delivery, no motor error alarms occurred during test. The motor tested ok. The insulin pump had cracked case all corners of display window, cracked around battery tube threads, cracked belt clip slot and scratched on display window noted during testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was performed. The device was returned for analysis.